Event description:
(B)(4). For the past few years I have been struggling with swelling, insomnia, itching, heavy periods, pain in the uterus, numbness in my hands and feet, back pain, having trouble walking at times.